Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - low resistance/impedance: one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:04. Programmer data file (B)(4). Shows "rv bipolar lead impedance 114 ohms" on (B)(6) 2012 09:00:04. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient alert triggered, and the lead exhibited low impedances and decreased/loss of sensing. Upon inspection of the lead connection, it was found that blood had entered into the device header, and that the lead was functioning appropriately. The device was explanted and replaced. No patient complications have been reported as a result of this event.